Event description:
It was reported that the device was used during an unknown procedure. The device locked up and would not fire a clip. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Antibackup. Evaluation summary: the analysis results confirmed that the mcs20 device was returned in good visual condition. The antiback-up was found to be non-functional. The device was disassembled and the ratchet pawl was found to be damaged. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.